Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the device's capture threshold increased, and its position had slightly changed after being released from the delivery catheter. The device was then repositioned successfully. The patient was stable.